Event description:
The tube/plate was used a fix an intertrochanteric hip fracture in october 1996. An x-ray in august of 1997 showed the plate was broke, and there was a non-union of the sub-trochanteric part of the initial fracture. Plate was surgically removed and another plate was implanted.